Manufacturer narrative:
It was reported that the extension set was leaking. One sample model mzx5306, lot 24059369 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to bd sets and flushed with water. No leak was observed. An air under water pressure test was performed at about 10 psi. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mzx5306 lot number 24059369 was performed. The search showed that a total of 13203 units in 1 lot number was built on 15may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd bd maxzero extension set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that the extension set was leaking.